Manufacturer narrative:
The patient's previous driveline damage and repair was reported under 2916596-2017-01783. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was seen in clinic and their short to shield condition had worsened. Their controller was exchanged the day before the clinic visit; this did not fix the issue. Log file analysis captured numerous low speed, low flow, and pump stop events throughout the file. These events occurred on both the power module and battery power; this indicated the short to shield had matured into a phase to phase short with the potential of a pump stop on any power source. It was noted that the patient had a previous driveline repair on (B)(6) 2017 and they were not eligible for another repair or exchange. The patient was discharged home.

Manufacturer narrative:
Manufacturer's investigation conclusion: low speed and pump stop events were confirmed via the submitted log file data. The submitted log file contained relevant data spanning from (B)(6) 2021 at 23:52:36 to (B)(6) 2021 at 12:11:28, per the timestamp. The beginning of the log file appeared to capture the initialization of the system following the reported system controller exchange. Numerous low speed and power stop events were captured while the ventricular assist device was supported with the power module and battery power. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with potentially compromised wires within the patient¿s driveline; however, a specific cause for the low speed and pump stop events cannot be conclusively determined through this evaluation. The patient remained ongoing on (B)(6) until it was deactivated on (B)(6) 2021 and they ultimately expired in hospice care on (B)(6) 2021, reported under MFR #: 2916596-2021-07271. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.